Event description:
Caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through filling and loading a new cartridge, which resolved the issue, and the caller observed insulin drops at the end of the tubing.